Manufacturer narrative:
The chol2 reagent expiration date was 28-feb-2021. Calibration and qc were acceptable. Based on the picture of the sample and the multiple "abnormal sample aspiration" messages on the alarm trace, a pre-analytical handling issue is suspected. A general reagent issue has been excluded as qc was within range. Based on the information provided, the cause of the event could not be determined.

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Perform voltage test: fail. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.